Manufacturer narrative:
Review of the event determined this sheath to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
Lot/serial #(B)(4): UDI (B)(4).

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure using a gore® excluder® iliac branch endoprostheses (ibe) to repair a right common iliac artery aneurysm. It was reported that the right iliac artery had tortuosity and came off at a 90 degree angle. The physician was trying to deliver the iliac branch endoprosthesis (hgb161007a/(B)(4)), and it would not advance. The physician attempted to pre-dilate with a balloon several times. There were several attempts at retracting the sheath (dsf1245/(B)(4)) and ballooning the artery. The physician noticed under angio that the device started to deploy inside the sheath. He attempted to remove both the sheath and the device together and became aware that the distal olive had become broken off inside the patient. The sheath and device were removed successfully. The physician attempted to snare the olive tip and through many attempts the olive tip moved proximal and came off the guidewire and was unable to be removed. The physician chose to use a gore® viabahn® devices to complete the procedure. There was no further sequela and no injury to the patient. The patient tolerated the procedure.